Manufacturer narrative:
During inspection and testing, there was no image on the screen because the internal wires of the cable unit were torn. In addition to the damaged cable, the coupler was observed to be loose and misaligned due to damage, and the locking mechanism showed some corrosion. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device is an olympus asset that was returned to an olympus service center, from a user facility, for inspection and repair with no alleged complaint. During inspection and testing, no image was displayed on the screen. This report is being submitted for the reportable malfunction (no image) found during the device evaluation. There was no patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-february-2022. Correction to b5 and h6 of the initial medwatch. The new information included in b5 was inadvertently left out of the initial medwatch report. The health effect - impact code was also updated to align. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6, h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a broken cable. The root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The initial reporter confirmed the reported event (loss of image, colored bars) occurred prior to a procedure. There was no patient harm or consequence reported has a result of this event.